Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal) and amikacin injection (500mg, intraperitoneal), followed by reflin injection (1g, intraperitoneal) and amikacin injection (100g, intraperitoneal). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Hold for em b5: upon follow-up, it was reported that the cause of peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized for peritonitis. Antibiotic treatment was discontinued 14 days after starting. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. At the time of this report the patient has not recovered from the event. On an unknown date, the patient was discharged from the hospital. It was reported that the patient was retrained on proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.